Event description:
Home pt reported a system error 2240 alarm during drain while using the homechoice system for apd therapy. It is reported that the pt line of the homechoice set came loose from the transfer set causing the alarm. There is no pt injury or medical intervention required according to the rn at the unit.